Event description:
As reported to coloplast. Though not verified, the patient was implanted with a torosa saline filled testicular prosthesis. Later the patient experienced that the prothesis had deflated. An explant of the device was performed.

Manufacturer narrative:
Because the available information provided indicated "leaking" may have contributed to the device not working as intended/device deflation, and because no secondary injection site was noted in the injection port and no crystalized residue was present in the device, qa determined that the device was most likely implanted without being properly filled with saline according to the IFU instructions.